Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan alleging that the one touch ultra meter was broken into pieces. The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The pt said the issue started sometime at the end of (B) (6) 2010 but does not remember the exact date and time. She says she followed her usual diabetes management routine and does not take any medication for her diabetes. When asked whether she developed any symptoms due to the issue, she could not understand then said she became shaky at some point but can't say when. The pt denied receiving any treatment. It was noted that the pt's memory is not good and therefore cannot give some detail about timing of the events. According to the troubleshooting performed with customer service, there was no misuse of the product and it was not the first time the product was being used. Although the timing of the product issue in relation to the symptoms is unk, this complaint is being reported because the pt alleged her meter was broken to pieces and subsequently suffered a symptom that may be indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.